Manufacturer narrative:
Additional information added: d10, h3, h6 and h10 h10: the device was received for evaluation. The visual inspection observed a crack on the return luer connector. The female luer was observed to be cracked. The reported condition was verified. The cause was design related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the first prime with a prismaflex tpe set, an external solution leakage was observed in the connection tube between the filter and venous chamber. There was no patient involvement. No additional information is available.